Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42-5214-004-12, psn asf ps 12mm ply r 3-5cd, lot # 13242500, catalog #: 42-5320-064-02, psn tib stm 5 deg sz c r, lot # 12442532, catalog #: 42-5214-004-12, psn asf ps 12mm ply r 3-5cd, lot # 12442521. (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported a patient was revised for tibial loosening approximately 2.5 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - catalog #: 42-5214-004-12, psn asf ps 12 mm ply r 3-5cd, lot # 13242500, catalog #: 42-5214-004-12, psn asf ps 12 mm ply r 3-5cd, lot # 12442521 catalog# 4720502083-1, optipac 40 refobacin® plus bone cement, lot# 10a349aj2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Patient was not revised. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient was diagnosed with tibial loosening approximately 2.5 years post implantation. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.